Manufacturer narrative:
Device evaluated by MFR.: the device was returned to boston scientific containing an angiojet solent omni catheter. The assembly, supply line, shaft, tip, and spike line were all visually examined for potential damage. The device showed one kink at 24.5cm from the tip with a hole in the outer shaft and a hypotube fracture. A functional test was performed; however, the device would not prime due to the hole in the outer shaft. The ultra console displayed an error message.

Event description:
Reportable based on device analysis completed on 18-april-2022. It was reported that an error message was displayed. The target lesion was located in the deep vein of lower extremity. An angiojet solent omni catheter was selected for usage. However, during the procedure, the screen alarmed after priming for several times. The device was replaced and completed with another of same device. There were no patient complications reported. However, device analysis revealed a hypotube fracture.